Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se inspected replaced the graphical user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an inoperable display. The patient was not harmed as a result of the event. The patient was removed from the ventilator and placed on an alternate device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.